Event description:
Report received from (B)(6) states: "vitrectomy cutter stopped working during the surgery. No more cutting. The surgery was completed successfully without any pt impact. Another pack was used to complete the surgery."

Manufacturer narrative:
Product has been requested to be returned however it has not been received. Sterilization and lot history records were reviewed and no exceptions were found.